Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula appeared to have retracted after approximately two days of pod wear. The patient noted the issue after observing a rapid increase in blood glucose levels from 126 mg/dl as measured by the dexcom g7 continuous glucose monitor and 110 mg/dl as measured by fingerstick, to 133 mg/dl after drinking 4 ounces of juice, which raised concerns regarding insulin delivery. Upon further inspection, the patient observed condensation in the viewing window and that the blue cannula was no longer visible, although it had been visible at initial application approximately two days earlier. Upon pod removal, the patient reported that the pathway where the needle and cannula deploy appeared black and blue, and that the needle/cannula opening appeared larger than usual.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses programming multiple bolus's indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint. A leak test was conducted successfully, no leaks were observed.